Event description:
Per the clinic, the device was explanted due to infection. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with another device, but this has not occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Correction: the correct model # is ci24re (ca); not ci512 as previously reported. This report is filed february 18, 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device (B)(6) 2012. This report is filed (B)(4) 2013.